Event description:
It was reported that the non-sustained right ventricular oversensing episodes were noted. Upon review, the implantable cardioverter defibrillator exhibited myopotential oversensing. The device was reprogrammed to resolve the issue. The patient was stable.